Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient had pain at the pocket site. Settings were fine. No environmental factors were listed. A physical examination was performed as well as a pocket revision to move the ins to a more desirable location to alleviate the pain. The issue was resolved the time of this report.